Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the device had an exposed wire on the jaws. The surgeon indicated that there was a small exposed component in the butt of the jaws that was catching tissue. No material fell into the patient. It was noticed right away into the surgery. Device was cleaned and was quickly replaced with a new device. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the device had an exposed wire on the jaws. The surgeon indicated that there was a small exposed component in the butt of the jaws that was catching tissue. There was no patient injury.